Manufacturer narrative:
Additional information was received indicating the date of the event was 18-jul-2019 and that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis, with a chipped top rear label and worn lens. Event log history was performed and showed that "service due" was recorded in history. During analysis, the customer's reported problem regarding "clock battery" was able to be duplicated. Upon power up of the pump, the pump alarmed for service due. Clock record indicated clock days were past specification. Service will replace the lock battery as service maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump could not be programmed because of an error message. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.